Event description:
It was reported that the patient had experienced an instance of high ventricular lead impedance. Past device printouts were reviewed showing that a flag for high impedance had been issued sometime before (B)(6) 2010. It is believed to be an erroneous value that arose from the implant procedure.